Manufacturer narrative:
The insulin pump passed the displacement test and self test. However, hardware low level failures alarm confirmed in the insulin pump history due to broken trace at pin1, keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm during bolus. Customer's blood glucose value was 207 mg/dl. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer stated that the insulin pump passed self-test. Customer states replacement of insulin pump was successfully processed. The customer stated that they run the self-test and insulin pump did not pass self-test and hardware low level failures alarm showed up again. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.